Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage occurred. A 3.50 x 16mm synergy ii drug eluting stent was advanced but failed to cross the lesion. It was noted that the stent strut dislodged from the stent balloon after passing through an existing stent. No patient complications were reported.